Event description:
It was reported that the printer was running slow, so the service disk was ran, which temporarily corrected the problem. The service disk was ran again, and an error message appeared. The power was cycled, and the programmer booted normal. The programmer was returned to have the software reloaded. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the printer was running slow. Analysis was unable to confirm the error code.